Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the biomedical engineer that during testing of the external pulse generator (epg), the atrial output became intermittent when moving the test leads within the heart block. Technical support (ts) suggested that the biomedical engineer test the device with the patient cable and that if it was not intermittent, then the issue would be with the contacts to the heart block. Ts also gave the biomedical engineer the part number for the contacts to the heart block. The epg will be sent in for repair if the biomedical engineer cannot fix it. There was no patient involvement.